Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown-unknown magnum taper-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03221. Reported event was unable to be confirmed. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: d2: product code. D4: catalog number, lot number, expiration date. G4: PMA/510(k) number.

Event description:
There is no update to the prior event description provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Product was returned and evaluated. A visual examination of the returned product identified that the outer radius was partially covered by dried debris. Scuffing and scratching could still be observed through the debris. The taper of the insert was scratched. Gouging was also present on the exposed surface of the insert and around the 5 circular cutouts. The reported complaint could not be confirmed as the reported event was a revision for unknown reasons. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown liner-unknown, unknown-unknown cup-unknown, unknown-unknown stem-unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not yet received.

Event description:
It was reported patient underwent a left hip revision due to unknown reasons. During the procedure the magnum head was removed and replaced with a dual mobility system. Attempts have been made and additional information on the reported event is unavailable at this time.